Event description:
During product evaluation, failure code 500:320:844:0000 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 500:320:844:000 was confirmed, but could not be duplicated during service, therefore there were no corrections made to the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.